Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and found battery errors at mobile view station (mvs) indicating less than 50% battery charge at ups. Removed ups cover and removed excessive dust from air intake. Replaced ups battery cartridge and monitored charge level increase slowly. Confirmed with site that charge level reached 100 % next morning. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that the imaging system was displaying a "battery critically low" error. The site representative reported the issue occurred when attempting to move the imaging system to storage. There was no patient present when this issue was identified.